Event description:
During an incident at a foreign hospital, on an unknown date involving an infant, this infant laerdal silicone resuscitator (lsr) was used with a tube and no inflation occurred. The tube was removed and reinstalled, but still no visible response to inflation. Again the tube was removed and reinserted but no response to inflation. The resuscitator was exchanged, and inflation occurred. Patient outcome is not reported. The lsr involved contained many non-laerdal components. The user is uncertain whether a function test of the lsr was performed before use.

Manufacturer narrative:
The laerdal silicone resuscitator (lsr) in question was examined by laerdal and found to have been manufactured 4/1998 and it contained numerous non-laerdal parts. The genuine laerdal parts were the patient valve housing (upper & lower), the pressure regulator assembly and the infant resuscitator bag. All the others (membranes, valves and oxygen reservoir bag) were not genuine laerdal parts. The lsr was found to have leakage from the intake membrane and disk membrane (both non-laerdal parts). The conclusion was that the membranes failed because they seemed to be old and worn non-laerdal parts, and their condition would have been identified if the recommended function testing designed to ensure proper operation after each disassembly-reassembly had been performed. The lsr directions for use (dfu) illustrates reassembly of the device with labeled components and directs users to the function testing that confirms proper reassembly if performed. Use of parts which are not genuine laerdal parts is considered unauthorized modification for which this product's warranty excludes liability.